Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that cardioversion was carried out due to atrial flutter with hemodynamic deterioration and pulseless electrical activity following. The patient received 2 cycles of cardiopulmonary resuscitation but shock, respiratory acidosis and seizures persisted. The continued shock later resulted in cardiorespiratory arrest and the patient's death. The patient was a participant in the (B)(4) and per the study investigator there is an unknown relationship between the death and the device.